Manufacturer narrative:
An event of migration was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Possible contributing factors for valve migration are intra-procedural difficulties, implant depth, annular calcium distribution, and deployment or retraction difficulties. Information from the field indicated that there were no intra-procedural difficulties, the implant depth was -1mm into the annulus, there was sufficient calcium to allow anchoring of the device in the opinion of the user. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a navitor with radiopaque markers, 25mm, c was selected for an implant. The annular dimensions of the native valve: diameter: 22.1mm perimeter: 69.6mm, area: 365.9mm2. During the procedure, position of the valve was approximately 2mm (both non and left coronary cusp) before final deployment. After final deployment the valve migrated to -1mm into the annulus at the non coronary cusp. The physician did not want to resheath, since he found the position to be good on ncc and lcc, and there was zero pvl. The team discussed and admitted afterwards that it was just a bit too high and too much of a risk. A non- abbott device was implanted for a valve in valve procedure into the navitor valve. The patient is in good condition, stable.